Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot#: va0kk2m, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 11-may-2019, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 23-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection and their system was removed. The patient was explanted in (B)(6). The patient could not recall when the explant occurred. The issue was resolved at the time of the report. No further complications were reported/anticipated.